Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a vizigo and during the operation, blood leakage was found in the hemostasis valve. A new device was used to complete the surgery and there was no patient injury reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j medtech procedures. Visual inspection revealed no damage or anomalies on the device. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. A back pressure test was performed, and no leakage or issues were observed. A device history review was performed for the finished device number lot 00002690 and no internal action related to the complaint was found during the review. There was a video provided by the customer where blood leakage was observed; however, the leakage could not be observed during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The hemostatic valve leakage issue was confirmed. The potential cause of the leakage could not be conclusively determined. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a vizigo and during the operation, blood leakage was found in the hemostasis valve. A new device was used to complete the surgery and there was no patient injury reported.